Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 360 mg/dl. It was also reported that insulin pump may have been exposed to moisture. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, corrosion was noted on the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked battery tube threads.